Event description:
Approximately one year and six months post hvad implantation, this patient reported that her controller alarms with a fully charged battery connected on port 1 and a message displayed on the controller screen stating "connect battery" on port 1. Afterwards, all of the green bars on the controller display disappeared; she received "a beep and a battery reconnect even though no action was taken." She also reported that the following day her pump stopped when she went to change the battery connected to port 2. The site has re-educated the patient on how to perform a controller exchange which reportedly has resolved the issue. There was no reported patient injury. The controller was exchanged and is being returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation is ongoing. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device still implanted in patient.

Manufacturer narrative:
Unchecked "death". Unchecked "user facility". One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed an occurrence of a vad stopped alarm on the reported event date. This alarm was most likely caused by a disconnection of the pump from the controller. There were no other alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. With review of the reported information and analysis of the returned device, no root cause conclusion can be made; with testing there is no evidence to suggest that a device malfunction caused or contributed to the reported event. (B)(4). The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management. Additional guidelines instruct the user on how to detect and react to a power source malfunction, including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.